Event description:
The customer contact reported the device touchscreen needed calibration. The device was returned to the biomedical department for an unspecified reason. It was reported there was no patient involvement and no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen keys were out of alignment. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass the touchscreen test and the touchscreen keys were not in alignment. The probable cause was due to the touchscreen being out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.